Event description:
While using a byte day aligners, patient reports that they have an abscess on their gum and are currently taking antibiotics for it. They also reported that their dentist said that they have bone loss in their front teeth and will need implants or a bridge to repair this issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.